Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% insertion. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Non-drainage could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Customer reported that patients condition were both diagnosed with acute renal failure (due to hypovolemic shock and the other one septic shock). The medical staff would want to monitor the urine output strictly which led to the decision to insert the catheter. Before catheter insertion, urine was passing with very minimal unquantified amount. Then upon inserting the catheter, there was no urine passage to the bag, or any leakage noted. Catheter remained inserted for 4-6 hours in the patient without any output. As soon the catheter was removed, both patients immediately passed urine. We decided to not insert the catheter anymore on both case and used alternative methods (diaper weighing and placement of clean gloves for the male patient). Both incidents had the same issue not able to pass urine since the catheter was inserted then upon trying to remove it the port failed to deflate the balloon. Precipitation in the tube and obstruction, which prevents passing the fluids through it. The extraction/removal of fluid in the balloon fails in the port.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that patients condition were both diagnosed with acute renal failure (due to hypovolemic shock and the other one septic shock). The medical staff would want to monitor the urine output strictly which led to the decision to insert the catheter. Before catheter insertion, urine was passing with very minimal unquantified amount. Then upon inserting the catheter, there was no urine passage to the bag, or any leakage noted. Catheter remained inserted for 4-6 hours in the patient without any output. As soon the catheter was removed, both patients immediately passed urine. We decided to not insert the catheter anymore on both case and used alternative methods (diaper weighing and placement of clean gloves for the male patient). Both incidents had the same issue not able to pass urine since the catheter was inserted then upon trying to remove it the port failed to deflate the balloon. Precipitation in the tube and obstruction, which prevents passing the fluids through it. The extraction/removal of fluid in the balloon fails in the port.